Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 290mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged minimum fill issue could not be verified.